Manufacturer narrative:
Product event summary : performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a low telemetry battery voltage. The device was returned and analyzed. Analysis was performed and no anomalies were found. Analysis of the device memory indicated there was a low telemetry battery voltage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the device was interrogated and the estimated service life of the device was abnormal. The device was not used and another device was pre-programmed, but it was observed to have the same issue. A third device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.